Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and numbness in hands and feet. The report of experiencing alopecia, pain in whole body, lots of headaches, and had lab work that is positive with something immune system disease has all been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 g2 h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "capsular contracture baker grade unknown".

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ other - medical: unable to observe as it is not related to the manufacturing process. ¿ numbness: headache: unable to observe as it is not related to the manufacturing process. ¿ headache: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and one opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and "I had weird symptoms" and experiencing "alopecia, pain in whole body, lots of headaches, and numbness in hands and feet, "had lab work that is positive with something immune system disease". Healthcare professional later reported "capsular contracture baker grade unknown". The device has been explanted.